Manufacturer narrative:
Philips has investigated this complaint. A philips engineer received that the system would not emit x-rays. Upon checking with customer, quote for evaluation and repair service was sent to customer however quote expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not emit x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.